Manufacturer narrative:
Qc results were acceptable on the day of the event. The customer was not using rack adapters. The field engineering specialist did not find any instrument issues. Performance checks were completed successfully. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat assay (tnths-stat) results for 2 patients tested on a cobas 8000 cobas e 602 module. Patient 1 sample a: the initial tnths-stat result was 53 ng/ml with a repeat result of 52.47 ng/dl. Sample b: the initial tnths-stat result was 3 ng/ml with repeat results of 49.09 ng/ml and 49.42 ng/ml. Patient 2 sample a: the initial tnths-stat result was 22 ng/ml with a repeat result of 22.94 ng/dl. Sample b: the initial tnths-stat result was 3 ng/ml with repeat results of 21.69 ng/ml and 23.29 ng/ml. Patient 2 is a (B)(6)-year-old male with a date of birth of (B)(6). The initial sample b results for both patients were reported outside of the laboratory. For patient 1 the tnths-stat result of 50 ng/ml was deemed correct. For patient 2 the tnths-stat result of 22 ng/ml was deemed correct. The tnths-stat reagent lot was 39667800 with an expiration date of 31-jul-2020.